Manufacturer narrative:
Study pt. The device remains in the pt. A review of the finished device lhr did not reveal any non-conforming materials reports, which could contribute to this complaint. During processing of this complaint, attempts were made to obtain complete event, pt and device info.

Event description:
Device malfunction: none. Symptoms/ae: right eye blindness. Time of symptoms/ae: after the procedure. It was reported that after an uneventful right internal carotid artery stenting procedure, the pt was discharged to home the following day. Reportedly, the pt developed right eye blindness, lasting approximately one week. No treatment was reported. It was further reported that during the 30 day follow-up nihss visit, the pt presented partial hemianopia and minor facial paresis. No add'l info is available at this time.